Event description:
Information received indicates the brake is hard to engage and when they are engaged, the casters continue to swivel.

Manufacturer narrative:
The technician found the brake mechanism was worn. He replaced the brake casters and used a brake/steer upgrade kit to repair the stretcher.